Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board and the load cell amp cable. Upon visual inspection, unrelated to reported complaint, observed damaged top cover, front enclosure, bottom enclosure and battery lock. Also noticed sticky clutch. The top cover, front enclosure, bottom enclosure and battery lock needs to be replaced to remedy the damage. The clutch plate deburring procedure needs to be performed to remedy the sticky clutch problem. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, passed the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform failed initial functional testing due to system error ua136 (internal parameter corrupted) message displayed upon powering on. The archive data review showed occurrence of ua136 error message on the reported complaint date. The processor board and the load cell amp cable were replaced to remedy the problem. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.